Manufacturer narrative:
H.6. Investigation: four (4) sample were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pens. The pens were tested for volumetric dose accuracy per it1172. All doses were within specification, and the pens functioned as intended. An injection sequence was executed using a 29g x 12.7mm bd pen needle and cartridge. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that unspecified bd¿ pen is not delivering medication properly or at all. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen is not delivering medication properly or at all. No serious injury or medical intervention was reported.